Manufacturer narrative:
.

Event description:
A report was received that the patient had itching and blisters at the implant site. The patient was prescribed medication in ointment and lotions. The physician did not know the cause of the symptoms.

Manufacturer narrative:
Additional information was received that no information can be obtained regarding the physician's name and contact information.

Event description:
A report was received that the patient had itching and blisters at the implant site. The patient was prescribed medication in ointment and lotions. The physician did not know the cause of the symptoms.